Event description:
As dr. Was removing specimen bag along with gallbladder through the trocar ports from the patient's abdomen dr. Noticed a piece of plastic that was separated from the endo catch gold specimen retrieval pouch. Examined specimen bag and it was fully intact. Dr. Used laparoscopic camera through the trocar ports to examine the intra-abdominal cavity for any other foreign objects from endo catch gold specimen retrieval pouch. No foreign objects were noted.